Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that cable insulation was damaged, though it was noted that it remained functional. The cable was replaced and the device passed functional and systems tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had a frayed cord and insulation. The head was returned for service. No patient complications have been reported as a result of this event.